Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). During functional testing of the steerable guiding catheter (sgc), it was observed that the hemostatic valve didn't hold the water column. Troubleshooting was performed but it still failed to hold water column. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and without the device to analyze, a cause for the reported leak/splash (loss of fluid column during prep) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.